Event description:
It was reported that the patient's leadless pacemaker had inappropriately gone into reset mode due to external cardioversion. The device was successfully restored to nominal settings. There were no patient consequences.

Event description:
It was reported that the patient's leadless pacemaker had inappropriately gone into reset mode due to electrocautery applied. The device was successfully restored to nominal settings. There were no patient consequences.